Event description:
Information was received indicating that a smiths medical cadd legacy pump continued to beep. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checking were performed. The customer's reported problem was confirmed. According to the investigation the pump was found displaying "double beeping" during power up. The investigation reported that the pump defective downstream occlusion sensor caused the reported problem. The investigation reported that the pump defective downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.